Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The ra lead will not be returned.